Event description:
It was reported that the patient experienced an overstimulation/surging sensation that occurred when the patient used a vacuum cleaner, was exposed to fluorescent lighting, or was exposed to any electrical appliance. The patient felt a twitching in the left thigh. The patient's implantable neurostimulator was noted to be implanted in the thigh and the lead placed in the posterior thigh. No information was provided related to the patent's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).